Manufacturer narrative:
Additional information was added: the device was manufactured from june 14, 2019 - june 17, 2019. The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed, and no issues were noted. Based on the functional flow rate test result, the folfusor device was determined to be conforming product. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor had not emptied completely. The device was filled with 10 million units benzyl penicillium, 16ml citrate buffer and 230ml of 0.9% sodium chloride. This issue was identified after use of the device. There was no report of patient injury or medical intervention associated with this event. No additional information is available.